Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's pump was alarming ¿upstream occlusion,¿ but he had noted that the reservoir looked completely empty, with a reservoir volume of 9.3 ml. No obvious occlusions had been visualized by the patient, and it had been confirmed that all clamps were open and sliding freely. Per reporter, the pump was beeping, and the intermittent infusion dose was not dosing. The alarm had already been silenced by the patient, making it unclear what the error was at that time. Pump settings reviewed: res vol 279.6ml, dose volume 140.4ml, dose duration: 30 min, dose cycle: 23 hours, 55 min, kvo rate: 0.0ml/hr, next dose start time: interrupted, dose rate: 280.0ml/hr. The infusion had been restarted, but the pump quickly alarmed: ¿check empty tube or reservoir.¿ the patient had confirmed that the medication bag was not empty. A hard reset had been performed by removing and replacing the battery following a 10-second pause. Once powered on, the pump had alarmed ¿cassette damaged/free flow may occur.¿ at this point, the patient had opted to clamp the tubing and contact the clinic for assistance. The event occurred while in used with a patient at the hospital. No patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.